Manufacturer narrative:
H2: continuation of d10: lot number was update to rev. A : s/n (B)(6) h3: the motion control was returned and it was noted that they were unable to confirm reported complaint, they installed rotor motion control in a test system and there was no issue and passed all tests. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. Concomitant medical products: other relevant device(s) are: product ID: bi-500-00186, serial/lot #: (B)(4). Product ID: bi71000534, serial/lot #: unknown. A manufacturer representative went to the site to service the system and replaced the rotor motion control and the issue resolved. A system checkout was then completed and showed the system was functioning as intended. Initial reporter information cannot be provided due to the restriction by the privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the image acquisition system (ias) did not boot and the motion did not start. The system was rebooted twice without resolve. The issue was resolved by unplugging the power cable from the wall outlet and waiting a few minutes before starting the ias and mobile view station (mvs) again. There was no issue starting the system after this. This issue occurred preoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: software analysis completed and determined that this is not a software issue. Log analysis found this event is due to loss of co nnection issue. On (B)(6) 2020 1:37:01 pm, there was a record of "exception: input string was not in a correct format" which suspected there was ias wiring connection disconnect. This event can be resolved by reconnecting cable and system reboot to recover. Software functioning as designed. H6: fdm 10, fdr 213, fdm 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.